Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip got stuck on the leaflets and the gradient was 7 mmhg at the end of the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed. During grasping the clip got stuck on the leaflets and had to be deployed where it was stuck. A grasp was achieved, and mr was reduced to <1. However, the gradient increased from 3 mmhg to 7 mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported entrapment of the device and patient effect of mitral stenosis could not be determined. The reported leaflet grasping issue and difficult positioning issue was due to anatomy. The reported adverse event of mitral stenosis as listed in the instruction for use (IFU) is a known possible complications associated with mitraclip procedures. Lastly, the reported medical intervention was a result of cases specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing additional information received reported that there was difficulty grasping the leaflets because re-positioning was difficult due to the anatomy once the clip became stuck. No additional information was provided.